Event description:
A sales rep reported on 29apr2025 that while reviewing the post-op x-rays on (B)(6) 2025 the surgeon noticed the ulna corner bearing had collapsed on the vbear-11-7s. It was reported that the intra-op x-rays taken on (B)(6) 2024 look reasonable for the 11-hole bearing plate and revision surgery has not yet been confirmed. It was reported that the surgery was performed by a fellow with an experienced rep in the room, the proximal screws were not implanted since the fellow felt the distal row fixation was adequate and believed all bearings were locked. It was stated that the patient was compliant with post-op instructions. Intra-op and post-op x-rays were provided but pre-op x-rays could not be obtained and the device remains implanted until the revision surgery is scheduled.